Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown cup, unknown. Unknown, unknown head, unknown. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left hip arthroplasty. Subsequently, the patient was revised due to liner wear. All components were exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2018-02835.